Event description:
It was reported that during testing at the user facility burn marks were observed on the power cord plug of the device. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported.

Event description:
It was reported that during testing at the user facility burn marks were observed on the power cord plug of the device. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported.

Manufacturer narrative:
The device was repaired at the user facility by a manufacturer field service technician and returned to service.

Manufacturer narrative:
(B)(4). This supplemental report is to correct the originally reported awareness date.

Event description:
It was reported that during testing at the user facility, burn marks were observed on the power cord plug of the device. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported.